Event description:
Patient reported a defective device for vios nebulizer. Patient advised that it was working fine for about 2 weeks but now during random treatments the compressor makes a funny grinding noise and then the medication is not misting up to inhale. Unknown if dose was missed, unknown if patient experienced an adverse event, unknown if defective prescription is available for return, unknown if medical doctor is aware, no further info reported.